Event description:
The customer service department received a call from a patient. The patient reported that she underwent a trauma fusion procedure from c5-t1 with a competitor's product on (B)(6) 2011. She visited a different surgeon on an unknown date the surgeon advised her that implanting a prodisc-c at the adjacent level would help her alignment. On (B)(6) 2011, the patient underwent a removal procedure of all of the hardware from c5-t1. The patient was then implanted with the prodisc-c at c4-5. Since the procedure, the patient has visited other doctors on unknown dates for x-rays and has been advised there is a malposition of the device, the device is reported by the patient to be tilted down and pointing forward . The patient reported she is in continuous pain, cannot flex, has limited range of motion and has kyphosis from the position of the device. The patient states that the surgeon reported on her medical records that he implanted the prodisc-c device due to radiculopathy but she states this is incorrect, that she did not suffer from this. This report is for one pro-disc c part and lot number unknown. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for a pro-disc c part and lot number unknown without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.